Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed as part of a clinical study in (B)(6). The index procedure was performed (B)(6) 2014. On (B)(6) 2015 the patient was discharged. At the 30 day follow-up there was good blood flow. On june 2, 2015, at the 180 day follow up the subject complained of intermittent claudication at 1000m. On (B)(6) 2015 the patient was admitted to the site for regulatory follow-up examination of the coronary. (B)(6) 2015 the physician decided to perform endovascular therapy of the sfa because there was 99% restenosis.